Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had a fall almost a year ago. During the ipg replacement procedure on (B)(6) 2018, (reference MFR report # 3006705815-2019-00115) the explanted ipg was noted to have a crack in the header leading down into ports 9-16 of the header.